Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location has been ruled out as a potential cause. The patient is still experiencing left knee pain due to bone on bone and arthritis and will need a full knee replacement. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has arthritis requiring a full knee replacement (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
A freedom-1 clinical study patient reported pain at the implant site. The patient explained they are receiving diminished therapy. However, they are receiving some relief and they clarified that the reported pain is not related to new pain, but the original knee pain. The patient had a CT scan and will need a full knee replacement. The waa settings were changed to help with relief and the patient is getting 20% relief. The patient received a protext injection and a trigger point injection.